Manufacturer narrative:
An onsite evaluation of the autopulse platform (sn: (B)(4)) was performed by a zoll regional sales representative. The reported ua 45 message was cleared after the platform was realigned and reset. No further issues were reported. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn: (B)(4)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message during an equipment check. There was no patient involvement.